Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device . The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular lead exhibited oversensing. Upon system revision, it was noted that the lead had an apparent break in its insulation. The lead was surgically abandoned and replaced successfully. It was noted the pt is not pacemaker dependant and no adverse pt effects were observed. This device is no longer in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.